Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, version #: 2.1.0, h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that while in a tumor resection case, the site checked the accuracy, and then after insertion, the site found that the scope probe and the passive planner blunt probe were showing 1 centimeter inside the patient while at the bone level. The site checked the navigation of the microscope they were using, and they believed it was still accurate. The site aborted use of navigation for that set of the surgery, and when moving to the second stage of surgery, the site re-registered and verified on skin, but after incision, the site found that the same instruments were no longer accurate, and all other instruments were now showing the same inaccuracy. This issue occurred intra-operatively and caused a less than one hour delay in the procedure. No known impact to patient outcome.

Event description:
The surgeon continued with the procedure free-handed after navigation was aborted.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.